Manufacturer narrative:
Product analysis: complaint could not be confirmed. Device passed incoming inspection and final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) reset to nominal parameter settings. The epg was returned for service. There was no patient involvement.